Event description:
It is reported that the surgeon was not able to separate the neck from the stem. All extraction devices were utilized. The neck and stem were left in the pt. The cup, liner and head were removed due to dislocation and replaced.

Manufacturer narrative:
This report will be amended when our investigation is complete.